Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump has delivered boluses there are not programmed. Diary: (B)(6) 2014 12:16 pm 25 iu >not submitted 10:50 am 25 iu >not submitted 10:27 am 25 iu >not submitted time and date are correct. No adverse event reported. Requested return of the alleged pump for evaluation.